Event description:
It was reported that while removing the wick, the vacuum suction caused the patient's skin to pull apart and resulted in bleeding. Also patient said the hoses stretch out after use. No medical intervention was reported

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the reported event could not be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while removing the wick, the vacuum suction caused the patient's skin to pull apart and resulted in bleeding. Also patient said the hoses stretch out after use. No medical intervention was reported.